Event description:
My husband is an active duty, and is a combat instructor. He is constantly out in the field, so I decided to get him clear care contact solution to help remove dust and dirt from his lenses. This morning at 3 am, my husband was getting up for work and getting all of his gear for the machine gun range. All of a sudden I heard my husband in the bathroom screaming in agony. I immediately ran into the bathroom and saw him holding his right eye and trying to get the contact out of his eye. I grabbed the bottle of solution and asked him if he uses this as regular contact solution. He did, however the bottle resembles his regular clear eyes solution almost to a t. I feel terrible for buying this product for him because I feel like it is my fault. He cannot see out of his right eye and can hardly open it. My husband doesn't have a normal job that he can just "call out" of work because his eye hurts and is on the range only able to see out of one eye. He is unable to go to the doctor until after the range is completed, and he is in excruciating pain. Never will I buy clear eyes brands of anything ever again. This product should be given prescription only and only after a medical professional thoroughly explains how to use this product properly. Yes, the bottle is labeled. Yes, it has directions. However, it was 3 am and we're talking about a guy who has probably only had 6 hours of sleep in 2 days. I am hoping like hell that there is no permanent damage because I will never be able to forgive myself for buying this awful product. (B)(6); access number: (B)(4).